Event description:
It was reported that during a myomectomy procedure, after removal of the second and last fibroid, the patient had a loss of end-tidal co2 (etco2) and rapidly decreasing blood pressure. The patient expired intraoperatively. The surgeon reported that prior to the patient¿s decline, the heart rate and blood pressure were stable throughout the procedure. The patient's status quickly declined during removal of the final fibroid. There were no events of loss of insufflation and the surgical field was clear with no active bleeding. The robot was emergently undocked and resuscitation measures were initiated. An emergent open laparotomy was performed to address any potential abdominal bleeding; no active bleeding was found. During resuscitation measures, there was no cardiac output produced. A transesophageal echocardiogram (tee) was performed that showed the heart was no filling or contracting within the left ventricle. Four units of packed red blood cells and 3 liters of crystalloid were administered; however, the patient did not respond to the blood or fluid resuscitation. The surgeon held pressure along the patient's external iliac and then attempted to hold pressure against the aorta and the inferior vena cava which was also unsuccessful for resuscitation. The surgeon reported that there was no evidence of a pulmonary embolism during preliminary post-mortem evaluation. No additional information was available.

Manufacturer narrative:
An intuitive field service engineer performed an on-site inspection of the da vinci system and the site co2 insufflation tanks. The robot passed all system performance verification and workflow testing. Electrical safety, insufflator, and co2 tank adapter and o-ring leak testing were also performed with no issues found. The system was verified for use. Review of the system error logs found no associated faults; the only errors noted captured the user initiated emergency stop button to allow emergent undocking of the robot. Review of the system error logs found no relevant faults; the only errors noted captured the user initiated emergency stop button. Review of the 5 subsequent procedures found no intraoperative events or issues, the system functioned normally. The following concomitant products were used during this procedure: endoscope 0 degree, fenestrated bipolar forceps, prograsp forceps, permanent cautery spatula, tenaculum forceps. A site history review found no complaints have been reported for any of these products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died during a myomectomy procedure. A sudden loss of end tidal co2 was noted by the anesthesiologist as the first indicator of a problem and the cardiac activity rapidly deteriorated soon thereafter. No other procedure or patient related issues had been noted up to this point. An emergent open conversion via laparotomy was performed but no significant bleeding or other unusual findings were noted. The patient expired despite resuscitative efforts. According to the surgeon, a pathologist informed them that there was no evidence of pulmonary embolism on the preliminary autopsy. No allegation was made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.